Manufacturer narrative:
Date sent to the FDA: 04/16/2021. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: visual analysis of the returned sample determined that one opened sample of product code sxpp1a404 was received for evaluation, the swage and attachment area was noted to be as expected. The needle was noted with marks that appear to be by use of the surgical instrument. The suture was examined along the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appear to be by use of a surgical instrument could be observed. A section of the fixation was received and was observed with marks and body fluids. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event date is (B)(6) 2021 and procedure date is (B)(6) 2021. Please clarify the procedure and event dates. Lot number for the device involved in the event? Will device be returning for evaluation? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent an unknown surgery in (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab was broken. There were no adverse consequences to the patient.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab was broken. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to FDA: 03/19/2021. Additional information was requested and the following was obtained: event date is (B)(6). 2021 and procedure date is (B)(6) 2021. Please clarify the procedure and event dates. [Event date]: (B)(6) 2021, (B)(6) 2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to FDA: 03/19/2021.